Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. D14831) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema, constipation in 2016, vaginal itching, uti and back pain. Concurrent conditions included fibromyalgia since 2005, depression since 2005, anxiety since 2005, hypertension since 2007, hyperlipidemia since 2007, low back pain since 2010, migraine since 2005, vertigo since 2005 and vitamin d deficiency since 2013. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain lower ("abdominal pain/ both side of stomach in the ovary area") and libido increased ("aggravating factor sexual intercourse"). On an unknown date, the patient experienced migraine ("migraines") and infection ("infections"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia and abdominal pain lower had resolved and the migraine, infection and libido increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, infection, libido increased, migraine and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received. Reporters, patient demographics, medical history and laboratory data were added. Suspect drug indication and lot number added. Added abdominal pain and aggravating factor sexual intercourse. Outcome of events hair loss, pain were updated as recovered and updated onset dates of events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. D14831) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema, constipation in 2016, vaginal itching, uti and back pain. Concurrent conditions included fibromyalgia since 2005, depression since 2005, anxiety since 2005, hypertension since 2007, hyperlipidemia since 2007, low back pain since 2010, migraine since 2005, vertigo since 2005 and vitamin d deficiency since 2013. On (B)(6)2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain lower ("abdominal pain/ both side of stomach in the overy area") and libido increased ("aggravating factor sexual intercourse"). On an unknown date, the patient experienced migraine ("migraines") and infection ("infections"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, alopecia and abdominal pain lower had resolved and the migraine, infection and libido increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, infection, libido increased, migraine and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), infection ("infections") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, migraine, infection and alopecia outcome was unknown. The reporter considered alopecia, infection, migraine and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.